Manufacturer narrative:
Additional patient information: the patient¿s height was reported as (B)(6). Patient identifier is unknown. Date of post-operative device breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 2, 2011 - expiry date: august 1, 2021. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile part (02.224.210 / lot 2727932) were reviewed with the following results: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an osteosyntheses procedure on (B)(6) 2013 to treat a left per-trochanterienne fracture. A locking compression dynamic hip system plate (lcp-dhs) was implanted during this procedure. At some point post-operative, the plate broke. It was subsequently removed during a revision procedure on (B)(6) 2014. A new plate was placed at this time. It is unknown if there was any surgical time delay. Patient is reportedly doing well. This report is 1 of 1 for (B)(4).